Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke. A stent was crimped onto the balloon catheter dislodged and remained in the pt. The adante catheter is not approved for delivery of a bare stent. Pt status is listed as "stable".

Event description:
It was subsequently reported that the pt was in post myocardial infarction phase at the time of the procedure. It was also reported that the balloon had been advanced through two previously placed stents. The physician stented the undeployed stent into the coronary artery with an acceptable result. It was further reported that on 9/22/00, ten days after the procedure, the pt had to undergo coronary bypass surgery.